Event description:
It was reported that a patient presented with high capture threshold and intermittent capture on the right ventricular leadless pacemaker (rvlp). X-ray was performed and revealed rvlp micro-dislodgement. On (B)(6) 2025, the physician attempted to retrieve the rvlp and reposition but was unable to; the physician elected to program the rvlp to vvi 40bpm and implant a transvenous system. There were no patient consequences.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.